Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the up button on the pump does not work. It was reported that the covering on the button was worn out and cracked. No adverse event reported. Requested return of the alleged pump for evaluation.